Event description:
It was reported that the device would not pass the power on self test. The device was not functional for monitoring or defibrillation. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.